Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, visual examination noted dried blood at the tip of the lead but no other visual anomalies were noted. A guidewire was back-loaded in the lead and resistance was felt as it approached the terminal area. With some persistent pushing, the foreign material blocking the inner lumen of the lead was forced out. The foreign material was examined and was determined to be an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction. This obstruction was the most likely root cause of the observed difficulty maneuvering a stylet within the lead and backing up of fluid during attempts to flush the lead.

Event description:
Boston scientific received information that during the implant of this lead, the guidewire became stuck within it. Additionally, when the lead was flushed, the fluid backed up in the syringe. This lead was not used and was returned to boston scientific for analysis. No adverse patient effects were reported.